Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/9/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis (left), and a mentor smooth round moderate profile 375cc saline prosthesis (right). On (B)(6) 2018 bilateral deflation was observed. The device contained no fluid, upon receipt by mentor. No foreign material was observed within the device or on the shell surface. During visual examination, the product evaluation team observed the device appears intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. No anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The complaint of deflation was not confirmed since no anomalies were found on the reported device. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 350cc saline prosthesis, catalog #3501655, serial #(B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis (left), and a mentor smooth round moderate profile 375cc saline prosthesis (right). On (B)(6) 2018 bilateral deflation was observed. As a result, bilateral prosthesis replacement was performed on (B)(6) 2018. The left replacement was a 425cc mentor memorygel breast implant, and the right replacement was a 475cc mentor memorygel breast implant. (See 1645337-2018-04039 for contralateral prosthesis report).